Event description:
It was reported that "tip broke off during procedure, piece was retrieved, trocar being returned"

Manufacturer narrative:
When the device is returned and evaluated by the engineer. I will file a supplemental report.